Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019. The service engineer (se) inspected the device. The se verified the reported issue. The se replaced the power management (pm) printed circuit board (pcb) to resolve the reported issue. The se completed performance verification testing and returned the device to the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
It was reported that the v60 ventilator generated a backup alarm failed error code when it was powered on. The ventilator was not in use on a patient at the time of the reported event.